Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the unit to be in good physical condition, and all knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure and was within all test parameters. The condition of the returned device was not consistent with the complaint; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure and is within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf was activated in all modes and no problems could be found with the output. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event: generator failed to deliver energy. (B)(4) for the reported event of the control panel not displaying any energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the device powered up normally and no abnormal sounds were noted; however, the unit failed to deliver energy in the monopolar "control cut" mode. Additionally, none of the elements on the control panel were illuminated. As the polypectomy snare was not transmitting current (as evidenced by the lack of tissue blanching), the grounding pads, active cord, foot switch, and snare were all replaced, but the same issue was observed. The procedure was completed using a different endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the device powered up normally and no abnormal sounds were noted; however, the unit failed to deliver energy in the monopolar "control cut" mode. Additionally, none of the elements on the control panel were illuminated. As the polypectomy snare was not transmitting current (as evidenced by the lack of tissue blanching), the grounding pads, active cord, foot switch, and snare were all replaced, but the same issue was observed. The procedure was completed using a different endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.